Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred, and the pump's time was incorrect as customer did not update for daylight savings time. To address the occlusion, the customer changed supplies, and successfully resumed insulin delivery. Tandem technical support assisted the customer with adjusting the pump time. Additionally, it was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. Additionally, it was reported that the customer did not perform a correction bolus for carbohydrates consumed. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400mg/dl with a high ketone level. Bg was treated with intravenous saline. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 215mg/dl)